Event description:
It was reported the patient felt pinching behind the pump. The pump was loose in the pocket and would flip on its side, which hurt the patient. There was a lot of loose tissue in the pump area. The patient had lost a lot of weight and was instructed to wear an abdominal binder. The patient was still in pain even with drug delivery. As of (B)(6) 2013, the event had resolved and the patient was doing good and had been working with his doctor. The cause of the event was thought to be one of the stitches dissolving and pulling. The pump was used to deliver dilaudid, compounded baclofen, and clonidine.

Manufacturer narrative:
Concomitant products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).